Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer is inquiring about the fail/bf message. The device was not in use on a patient.